Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed that no permanent fault alarms were recorded while the driver was supporting the patient. Intermittent and/or recoverable alarms are not recorded in the eeprom. The driver was functionally tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertesive settings, with no anomalies or unintended alarms. The driver was then tested for an additional 48 hours at normotensive settings and the reported fault alarm could not be functionally reproduced. The driver performed as intended, and there was no evidence of a device malfunction. The root cause of the reported fault alarm could not be determined. The driver was serviced. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.